Event description:
It was reported the patient's (B)(6) scs system suddenly turned off. Attempts to initiate therapy proved unsuccessful as no communication could be established with the ipg via either the programmer or charging system. Surgical intervention was undertaken to replace the patient's ipg, and effective stimulation was recaptured.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.